Event description:
The customer reported that the system had no image displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board, video controller board, and the battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.